Event description:
Event description boston scientific crm received information that this device, which is on an advisory, could not be interrogated while in the box during final packaging in manufacturing. It is now undergoing analysis.